Manufacturer narrative:
Pump passed displacement test, operating currents, self test, off no power and unexpected restart error test. However, unable to prime during prime/delivery test and motor error alarm during basic occlusion test due to faulty back pressure sensor. Motor passed motor test. Drive support disk was inspected and no anomaly was noted. Unit received missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during bolus. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 441 mg/dl, which was to be treated with a bolus. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.